Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending tube was deformed, adhesive on bending section cover had a crack and a scratch, water removal ability did not meet the standard value due to clogging of nozzle, plastic distal end had a scratch, connecting tube had a scratch, protector of universal cord on suction connector side had a scratch, scope connector cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, upward/downward and right/left knob had a scratch, switch box had a scratch, suction cover had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration and a scratch, and the bending tube was deformed. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a cloudy image. The device was returned for evaluation. During the device evaluation, it was found that the nozzle contained foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.